Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent esc button response due to corroded keypad traces. No button error alarm during testing. The insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker. The insulin pump had temperature normal.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 338 mg/dl. The insulin pump will be replaced.